Event description:
It was reported that a clip fell from the applier when the user attempted to ligate during a surgery. The fallen clip was picked up and taken out of the patient body. The user suspected the misalignment of the jaws so that replaced the applier with a new one to complete the surgery. The applier was purchased by the hospital on (B)(6) 2020.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in june of 2019. Evaluation of the returned instrument shows that the jaw pivot pin is slightly popped out on one side of the outer tube assembly and the tips are slightly loose and misaligned as stated in the complaint. Further evaluation shows that has received this instrument has a non-teleflex luer flush port cap installed on it and the pivot screw (n00186) that holds the handle assembly together was also slightly backed out of the g00436m proximal handle. This instrument was disassembled for further evaluation and it was found that the internal drive rod (n00185) fingers are also damaged. We are able to validate this complaint. We are unable to determine what caused the internal drive rod fingers to become damaged but we suspect that this is what caused the jaw pivot pin to become slightly pushed out of the tube assembly and for the jaws to become slightly loose and misaligned. This device shows signs of internal damage therefore mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip fell from the applier when the user attempted to ligate during a surgery. The fallen clip was picked up and taken out of the patient body. The user suspected the misalignment of the jaws so that replaced the applier with a new one to complete the surgery. The applier was purchased by the hospital on (B)(6) 2020.